Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
(B)(6) was using the straight ronguer when the superior jaw of the tool snapped off. The piece that broke off was disposed of. This incident did not effect the case or lengthen the procedure time in any form.